Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after the knot was delivered and the device was removed from the pt anatomy it was noted that a suture break had occurred. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.